Event description:
During an unknown procedure, a piece of the seal was observed in the abdomen during the procedure. The piece was retrieved through the device without any consequence to the patient.